Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone catheter was blocked without any clinical explanation. Another catheter was used. Additional information from the international business center was received via email on 25jan2019. The complainant did not know the lot number or product catalog information for this failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the silicone catheter was blocked without any clinical explanation. Another catheter was used. Additional information from the international business center was received via email on 25jan2019. The complainant did not know the lot number or product catalog information for this failure.